Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, embolism and thrombosis within the filter and vasculature do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, caval thrombosis, and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, caval thrombosis, and thrombosis/embolism, identified in a computerized tomography (CT) scan performed approximately nine and a half years status post filter implant. The patient is also reported to have experienced blood clotting and/or occlusion of the inferior vena cava (ivc), swelling, pain due to these complications, emotional distress, mental anguish, anxiety and stress. The indication for the procedure was a history of deep vein thrombosis (dvt) and leg swelling, approximately two months prior to filter implant, and non-compliance with anticoagulation therapy. Repeat ultrasound performed one month after the initial diagnosis showed progression of the from the superficial femoral vein to the common femoral vein. The patient then presented with acute onset of worsening of the swelling. Ultrasound showed complete thrombosis of the entire right lower extremity. The patient underwent dvt lysis in addition to the filter placement and angioplasty of the entire iliac and common femoral segments without significant improvement, hence it was decided to continue with dvt lysis overnight. The filter was placed via the right internal jugular vein and deployed with the tip of the filter at the level of the superior endplate of l2. The sheath was exchanged for a short sheath, which was left in-situ to continue dvt lysis with a tissue plasminogen activator (tpa) infusion. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and device occlusion related to clotting do not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. The patient has been noted to be previously non-compliant with anticoagulation therapy. Anxiety, pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review the reported events could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported events and the device. A device malfunction has not been reported at this time. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and leg swelling. The filter was deployed at the l2 level. According to the patient profile form (ppf) the patient experienced (caval thrombos) blood clots and occlusion of the ivc. Plaintiff submitted himself to a CT scan where it was found a caval thrombosis and thrombosis/embolism present. Plaintiff claims to have suffered blood clotting and/or occlusion of the ivc, swelling, pain due to these complications, emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.